Event description:
Customer received blood results of 258, 279 mg/dl on his contour system. Comparison test on hosp meter was 129 mg/dl. The difference between the blood results falls in the "c" zone of the consensus error grid. No adverse events alleged. Replacement strips were sent and customer returned his strips for eval.